Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) shock lead impedance (sli) measurements. Additional information was obtained and indicated that the patient was brought in for follow-up and the source of this clinical observation was not determined. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.